Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved was confirmed not to be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that during chemotherapy the product cracked and leaked. 2nd case: used with melphalan: event 2: is being reported via medwatch number 9614279-2018-00078; event 1: is being reported via medwatch number 9614279-2018-00077. No injuries reported.

Manufacturer narrative:
Event 2: (B)(4). Multiple unsuccessful attempts were made to obtain a sample and batch number. Without the actual device and/or batch number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the batch number was not provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.